Manufacturer narrative:
Additional information: the burst occurred on the first inflation. An inflation pressure of 14 atm was applied prior to the balloon burst. Resistance was not noted while advancing the device to the lesion. The device did pass through a previously deployed stent. There was an injury or adverse event to the patient. No further patient complications have been reported as a result of this event. Lot number provided. Initial reporter phone number provided. B1. Adverse event/prod problem, h1. Type of reportable event updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the burst occurred on the first inflation and blood vessel perforation occurred. Due to the balloon rupture and perforation, medication, cardiac resuscitation, tracheal intubation, pericardial puncture and drainage, and other corresponding remedial measures were immediately taken during the operation. The patient's vital signs gradually stabilized and the patient was transferred to the cardiac surgery department for thoracotomy and coronary artery bypass grafting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation with the balloon in a post inflated state. On pressurization of the device liquid was observed exiting the balloon. The leak is located on the distal end of the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter coronary balloon catheter, a balloon burst occurred. The lesion being treated was non-tortuous, severely calcified in the left anterior descending (lad) artery. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.